Event description:
It was reported to philips that the device displayed a power supply failure message following a power pca replacement. There was no reported patient involvement/adverse patient impact.